Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 6.0mmol/l. It was stated that the customer experienced thirsty, abdominal pain, and nausea. It was stated that the customer was treated with manual injections while staying at the hospital. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the bolus and basal history, and they were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.